Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was able to verify the customer's reported issue. Bench testing revealed a faulty internal battery. The service technician replaced the internal battery and unit passed all testing.

Event description:
The customer reported model lap top ventilator 1200 internal battery was not able to charge. The customer stated there was no patient involvement associated with the reported malfunction.